Event description:
The patient contacted animas on (B)(6) 2013 reporting that received a call service alarm. The patient stated that they attempted to change the tubing two times and cartridge one time and also rebooted the pump. The patient stated they were unsuccessful in clearing the alarm. The patient was disconnected from the pump for over an hour while attempting to clear the alarm. The patient had a blood glucose of 33.3mmol/l with vomiting and 30 plus ketones. Customer support (cs) discovered that the patient was not cycling the cartridge per IFU. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from patient not following the IFU for use of the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not using cartridge per IFU). This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.